Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) quit working. The patient had the ins battery replaced on (B)(6) 2016. It was noted that the issue started around (B)(6) 2016. No patient symptoms were reported. Indication for use is non-malignant pain.